Manufacturer narrative:
H3, h6: no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that they were unable to complete a spin, and no error was prompted. The site had tried rebooting with no change, and no other information was available at the time of the call. There was no patient involvement. On (B)(6) 2025, interface (rep): 2d was working for them when they attempt to do the 3d spin the green bar travels from left to right on mobile viewing station monitor, but it does not do the spin. Instead of rebooting the system, they decide to shutdown the system and used the newer system they had onsite. Rep performed system checkout without any issue. Performed 3d spin without any issue. Unable to reproduce the issue. Reviewed the logs with and suspected that hand switch is going bad. Need to replace it. I have send the updated quote to site for the hand switch. Informed about the repair and agreed to follow up with site to complete the repair. On (B)(6) 2025, interface (rep): request a handswitch be added to the quote. The handswitch cable is stretched out and the fse's suspect it may be causing the issue after looking at the logs. (B)(6) to update quote and send to account team.

Manufacturer narrative:
H3,h6: a medtronic representative went to the site to test the equipment. Testing revealed that replaced hand switch. Logs shown hand switch disengaged while still being pressed. All check passed. H3,h6: the handswitch was returned to the manufacturer for analysis. Analysis found that confirmed reported complaint visual inspection passed. Installed hand switch into test system. System booted and readied. When actuated, the 3d button would not acquire an image. 2d and store button were functioning as expected when pressed. Faulty hand switch. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194, serial/lot #: (B)(6) rev. F: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.